Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the light guide detector not returned when pressed all the way in occurred due to a faulty video connector socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿light guide detection switch does not return when pushed all the way¿ could be confirmed. It was determined to be caused by a faulty video connector socket. The customer¿s allegation of e304 could not be duplicated during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The olympus representative reported to olympus, when the customer turned on the visera elite ii video system center during preparation for use for an unknown therapeutic procedure, the light guide detection was intentionally set. If the switch was pushed all the way in, the switch would not be returned. As a result, there was a light guide false detection (e304 - light guide connection error) that occurred. The scope could not be detected. The procedure was completed with a similar device and there was no delay that was reported. There were no reports of patient harm associated with this event. This medical device report is being submitted to capture the reportable malfunction of the scope detection issue.